Event description:
It was reported that a patient developed deep vein thrombosis approximately 7 weeks post-implantation, which was treated with anticoagulation and considered possibly related to the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. H6: mechanical (g04) - im nail the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.